Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 7 months. A correlation between the device and the reported event could not be determined. Neurologic dysfunction is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2016 from what was thought to be a large neurological event. The pump was reportedly working fine. The patient was placed on comfort care status. The patient's family was present when the patient stopped breathing and the pump was shut off per their request. The pump was not explanted and an autopsy was not performed. No further information was provided.